Event description:
It was reported that during an unk procedure, anvil popping out when trying to fire. Although anvil was properly set in, device not firing and anvil popping out. Tried firing by putting the anvil back in a few times then finally replaced the stapler to make it work and complete procedure replaced with a new device to fire and complete procedure. They was a 5 minute delay in the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4) date sent: 5/23/2026 b3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 901d46. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with the handle shroud partially opened from the indicator to shaft area and no anvil present. Only the casing half washer was present and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. A new washer was placed on a test anvil and the device was reloaded with staples. The device was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on what caused the partially opened handle. The event described could not be confirmed as no anvil issues were noted and the device fired as expected. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 901d46, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.